Event description:
It was reported that the ventilator stopped abruptly after the change of the power management board. Received medwatch report mw5099979. No patient context information was provided; it is unknown if a patient was connected to the ventilator at the time of the event. No customer/contact information or device serial number was provided in the report; therefore, no device evaluation/resolution is available. No customer/contact information or device serial number was provided in the report; therefore, no device evaluation/resolution is available.

Manufacturer narrative:
No further information was provided by the customer.